Event description:
A customer reported while using a glidescope avl video baton 3-4 during a patient procedure, the video feed would intermittently go black and occasionally restore when the video baton was manipulated. The procedure was completed using a back-up glidescope system which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope avl video baton 3-4 was not returned to verathon for evaluation due to this device reaching its end-of-life date. Since the device was not returned to verathon, the cause could not be determined. Upon review of the device history for the subject video baton, it was determined that the device was manufactured on february 20, 2014, and is past the two (2) year expected product life as outlined in the glidescope video laryngoscopes operations and maintenance manual (omm). It is likely that the age of the device, twelve (12) years and one (1) month, may have caused or contributed to the event. Review of complaint history for the reported video baton identified one (1) previous complaint reported to verathon in (B)(6) 2026. At that time, the customer received the associated end-of-life letter following the reported event; however, the customer persisted in using the device. Trending analysis for glidescope avl video batons does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.